Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad reportedly continues to scroll after a keypad button is released. The pt claimed the alleged issue occurs with all the keypad buttons. The pt denied any damage to keypad. There was no adverse event associated with this complaint.